Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date and name of initial surgical procedure. The diagnosis and indication for the initial surgical procedure? What are the patient comorbidities/concomitant medications? Were any concomitant procedures performed? Onset date/time of the pain, infection from surgery location and character of the pain? Has incontinence changed from pre-surgery condition? Is incontinence worse, better, or returned to the same? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? Results? Was medical/surgical intervention performed? Results? Product lot #. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that a patient underwent a sling procedure on an unknown date and the mesh was implanted. It was reported that the patient experienced pain, urinary tract infection, mixed incontinence, and voiding dysfunction. It was also reported that the patient had the device removed. Additional information was requested.